Event description:
It was reported that post implant a realize gastric band, the patient reported lack of restriction during a routine fill. It was determined through a diagnostic laparoscopy the port disconnected. The port was replaced without any impact to the patient. The surgeon reports putting the tubing a little passed the lip. The locking connector and strain relief were still attached.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.